Manufacturer narrative:
Date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that stent fracture occurred. A significant stenosis target lesion was located in the proximal, middle and distal left anterior descending artery(lad). An angioplasty performed successfully in the main trunk. A 3.0 x 20mm synergy and 3.50 x 16mm synergy megatron drug-eluting stent were deployed using the culotte technique. The synergy megatron stent fractured after reopening the lad with a 3.0 balloon. Another stent was deployed to cover the fractured stent and complete the procedure. There were no patient complications reported.

Event description:
It was reported that stent fracture occurred. A significant stenosis target lesion was located in the proximal, middle and distal left anterior descending artery(lad). An angioplasty performed successfully in the main trunk. A 3.0 x 20mm synergy and 3.50 x 16mm synergy megatron drug-eluting stent were deployed using the culotte technique. The synergy megatron stent fractured after reopening the lad with a 3.0 balloon. Another stent was deployed to cover the fractured stent and complete the procedure. There were no patient complications reported.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. Device evaluated by manufacturer: the device was not retuned for analysis. Media was provided. The review of the media provided could not identify a stent fracture however a stent deformation was noted post culotte technique as the images provided showed a disruption of lm/lad side strut cells following their crossing with a dilation balloon to allow for the passage of a second stent into lm/lcx. This technique involves stenting of one of the two branches of the bifurcation lesion first, and after balloon dilatation of and trough the stent meshes. This is followed by stenting the uncovered branch through the mesh of the first stent and leaving the proximal main vessel covered with two overlapped stents. This technique is used in bifurcation lesion stenting as it provides near perfect coverage of the carina and side branch ostium at the expense of an excess of metal covering the proximal end.